Event description:
A malfunction was reported on a pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the issue recurred.